Event description:
It was reported by fse that during preventive maintenance, the cardiosave hybrid type b plug (iabp) failed the pim (pneumatic interface module) leak test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.